Event description:
It was reported the customer had no delivery alarms on their insulin pump. The customer also reported receiving lost sensor alerts on their insulin pump. The customer also stated the no delivery alarms normally occur during infusion set changes. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.